Manufacturer narrative:
Internal components were evaluated which revealed that the bearing within the device was broken.

Event description:
It was reported that the device overheated during testing at the user facility. There was no pt involvement and no adverse consequences alleged with this event.